Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Eval is pending.

Event description:
Additional info received from sales rep on (B) (6) 2009: during a mis procedure on (B) (6) 2009, the scrub tech noted that the end of a pathfinder end extender sleeve was broken. The tech passed it to the rep who had more extender sleeves with him. This malfunction has been associated with an adverse event in the past.